Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Clarification for correction. This is not an adverse event. Section b1. From: adverse event. To: product problem. Section b2: from: {x} other serious (important medical events). To: { } other serious (important medical events).

Manufacturer narrative:
Apoc incident # 831875. The investigation was completed on 07/30/2020. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for chem8+ lot h20117a.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant potassium result of 5.6 on a (B)(6) year old male patient with chest pain and shortness of breath. There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, date: (B)(6) 2020, collected: 0305, result: 5.6 mmol/l, sample: a. Lab, (B)(6)2020, ni, 3.0 mmol/l, ni. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.